Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The primary tubing set was being used to deliver an unspecified volume of dextrose 2.5% and normal saline 0.45%, at an unspecified rate, via a plum pump. The customer contact indicated the device had been in use for a reported couple of days for intermittent piggyback antibiotic delivery. On (B)(6) 2013, at an unspecified time, it was reported that while the nurse was connecting the male adapter of an unspecified secondary tubing set to the clave secondary port of the primary tubing set for piggyback delivery of the unspecified antibiotic, the clave secondary port broke of from the cassette of the primary tubing set. The customer contact reported that an unspecified volume of solution leaked. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.